Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cystectomy procedure, the surgery was almost in the final, and the electrode, which is in the inner part of the jaw, became loose. An error appeared on the generator and the device did not work anymore. The doctor did not use another device and there was no any damage to the patient. Unknown if the device will be returned.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.